Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. It was reported that when the qdot micro catheter was connected there was a static heat map, temperature feedback display, without errors on the carto 3 system. There was a temperature error 170: electrode - thermocouple disconnected, present on the ngen generator, with no temperature reading. The 5 minute qdot warm-up period was observed. They replaced the extension cable and replaced catheter (from same lot) without resolution. They exchanged the catheter again, this time from a different lot, replaced the tx eco cable, and replaced the rf cable from the patient interface unit (piu) to console, the error and issue persisted. They then switched to an smarttouch sf catheter, bypassing the tx eco cable, and the force vector was off 180 degrees (pointing anteriorly). They replaced the smarttouch sf catheter to resolve the issue and completed the case. Post-procedure, rebooted both systems and tried to recreate the errors. They were unable to replicate the 170 error on ngen. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6)2024 there was reddish material inside pebax. A microscopic inspection revealed a hole in the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the pebax on (B)(6)2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 23-oct-2024. The device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and temperature and impedance test of the returned device were performed. Visual inspection revealed reddish material inside pebax. A microscopic inspection revealed a hole in the pebax. No additional anomalies were observed. The device was connected to the generator, and no temperature was displayed due to an open circuit at the shaft area. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The temperature issue reported by the customer was confirmed. The potential cause of the open circuit could not be determined. The potential cause of the hole in the pebax could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. This issue is unrelated to the reported event. The instructions for use (IFU) contain the following information: if the radiofrequency (rf) generator does not display the temperature, verify that the appropriate cable is plugged into the rf generator. If the temperature is still not displayed, there may be a malfunction in the temperature sensing system that must be corrected prior to applying rf energy. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported ¿temperature¿ issue. -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿reddish material inside pebax / a hole in the pebax¿ issues. Manufacturer¿s reference number: (B)(4).